Manufacturer narrative:
Device eval of battery pack sn (B)(4), has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blown fuse was unable to be positively determined. No adverse event resulted from the blown battery fuse. The pt received a replacement battery pack.

Event description:
(B)(6) female pt contacted zoll customer support to report that the charger/modem was alarming. When prompted to download, the pt's flags revealed 4 charger faults on battery pack sn (B)(4). The pt was issued a replacement battery pack.